Event description:
Additional information received from the healthcare provider (hcp) reported no MRI had been seen. It was not determined what actions or interventions were going to be taken to resolve the issue. The hcp noted they had only seen the patient once and ordered a neck x-ray to start treatment. The patient had not followed up since the evaluation on (B)(6) 2015.

Event description:
The patient called back also alleging swelling when he recharges as well as reported fluid buildup in the pocket. The patient also stated that swelling had occured around the time he first reported fluid around the ins.

Manufacturer narrative:
Concomitant product(s): product ID: 39286-65 serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported the implant needed to be removed as soon as possible due to leakage. Fluid was retaining around the implant. The patient had already followed up with the healthcare provider (hcp) regarding the leakage and fluid around the implantable neurostimulator (ins). It was noted by the patient that the hcp had requested an x-ray and was requesting an authentication number of the box. Since the patient did not have an ID card because he never received on, the patient thought they were looking for the model and serial number. The patient stated he would be having the ins removed. Relevant medical history included complex regional pain syndrome type 2. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.